Event description:
A us distributor contacted zoll to report that a patient reported a burn like irritation under one of the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported a doctor prescribed cortisone cream. Follow up indicated that the irritation was improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.